Manufacturer narrative:
H6: investigation summary: customer returned (1) syringe 0.5ml 29ga 1/2in inside a polybag. The user reported that the scale was found to be misaligned before use. The syringe was visual inspected and was confirmed that the scale marking was slant (not straight), also units 5 to 25 have bad printing. A review of the device history record was completed for batch# 2087303. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to confirm the customer¿s indicated failure. Root cause analysis: there was one dispatch (dispatch# 150825) in l2l noted that pertained to the scale misalignment complaint. The infeed dial was mistimed leading to the barrel tip to not settle in the spindle cup perfectly, resulting in the scale misaligned print on the barrel.

Event description:
It was reported while using the bd ultra-fine¿ 1/2ml insulin syringe 29g experienced scale marking issues. The following information was provided by the initial reporter, translated from japanese to english: the user reported that the scale was found to be misaligned before use.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd ultra-fine¿ 1/2ml insulin syringe 29g experienced scale marking issues. The following information was provided by the initial reporter, translated from japanese to english: the user reported that the scale was found to be misaligned before use.